Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 23-feb-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and observed air drawn in through the hemostatic valve and blood leakage issues. The device evaluation was completed on 09-mar-2026. The device was returned to johnson & johnson medtech's for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The dislodgment of the valve is related to the leak and air issues reported by the customer; therefore, the complaint was confirmed. The potential cause of the issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and observed air drawn in through the hemostatic valve and blood leakage issues. After the vizigo sheath was inserted into the cardiac cavity, air was drawn in through the hemostatic valve when reverse blood occurred. The hemostatic valve was damaged, so the sheath was replaced with another new one. The issue was resolved and the procedure was performed. No patient consequence was reported. Additional information was received on 01-feb-2026. It had a blood leakage and air leakage issues. A few drops of blood loss, but the exact amount was unknown. The sheath was being used on the patient. No air entered the patient¿s body. Additional information was received on 09-feb-2026. The hemostatic valve was not dislodged inside the hub nor outside the hub. The brim cap and hub did not become detached from the sheath. No needle product used with the vizigo sheath. Both the air drawn in through the hemostatic valve and blood leakage issues were assessed as MDR reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).